Manufacturer narrative:
(B)(6). A review of the manufacturing records for the devices could not be performed as device lot/serial numbers are unavailable. Are fixed items for selection created by the FDA,

Event description:
On (B)(6) 2015, the patient was implanted with two gore® excluder® aaa endoprostheses (rlt261416 and pxc141400) to treat an abdominal aortic aneurysm. The patient tolerated the procedure. After the patient was taken to the recovery room, she reported pain in her right foot. Femoral artery occlusion was reportedly noted when the patient had weak doppler signals in her right lower extremity. A stat duplex then reportedly revealed high velocity at the common femoral artery (cfa) access site with sluggish flow distally. According to the report, the occlusion of the cfa was caused by the malfunction of a proglide closure device. On the same day, the patient underwent a common femoral endarterectomy with bovine patch angioplasty to treat the occlusion. The occlusion was resolved, and the patient tolerated the procedure.

Manufacturer narrative:
Patient medications include acetaminophen, albuterol, alprazolam, aspirin, atorvastatin, calcium-vitamin d, clobetasol, hydrochlorothiazide, loratadine, multivitamin, and senna-docusate.